Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2009, the pt reported that he has had difficulty controlling his blood glucose for the past several months due to blood in the infusion tubing. He stated this normally occurs during the night hours. The most recent incident occurred within the past week during the morning and his blood glucose measured 360-390 mg/dl. His target blood glucose level is 70-100 mg/dl. He stated that his physician has recommended alternative infusion sites but he continues to experience blood in the infusion tubing. A request for additional training was submitted. Upon f/u at approx one week later, the pt stated that he met with a trainer, and he is going to begin use of a different type of infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.